Event description:
The surgeon used a philips volcano ivus catheter to take images during arteriogram of the lower extremities. The tip of the catheter broke when the surgeon went to remove the catheter from the lower left extremity. The surgeon tried several times to retrieve the catheter tip. However, the surgeon was not able to retrieve the tip. The surgeon performed balloon angioplasty and placed a stent over catheter tip to lock it into place.